Event description:
During testing at the user facility, the device powered off by itself with an inadequate response time following an alarm condition. The device was returned to the biomedical department with an unsigned note that stated, "malfunction." No tracking information was provided; therefore, specific patient information, pump programming, or event details were not available. There were no reports of any adverse patient events and no reported delays of critical therapies while the device was in clinical use. Though requested, no additional information was provided.

Manufacturer narrative:
The device was received. Investigation is not complete. This report represents all the information known by the reporter upon query by hospira personnel.